Event description:
On (B)(6) 2011, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded a discrepant result on a pt in the ed. I-stat centaur: result: 0.25 ng/ml, time: 16:30. Result: <0.01 ng/ml, time: 20:36. The suspected discrepant results were not released to a physician or caregiver. Based on the info available at the time, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4). Details will be provided with the action that will be conducted in cooperation with the u.s. Food and drug administration.